Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110031422, bearing +3 mm thickness, lot # 64465266. Device evaluated by manufacturer?: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01417. Device will be returned.

Event description:
It was reported the patient underwent an initial shoulder procedure approximately 6 months ago. Subsequently, the patient was revised due to disassociation two months later. Then, the patient was revised again another 3 months later due to dislocation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.